Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pocket was closed. When interrogated, the a lead has shown an impedance > 3000 ohms. The physician does not want a reintervention in order to avoir a potential infection (lead manufactured in 1999). He made a comment : with a wireless interrogation from competitor, this issue would have seen before closing the pocket.

Manufacturer narrative:
No expertise files nor additional information were provided for analysis and the subject device was not returned. As a result, no investigation could be performed and the root-cause of the reported behavior could not be determined. The case is therefore closed as is. The complaint will be reopened should any new relevant information be provided in the future.

Event description:
The pocket was closed. When interrogated, the a lead has shown an impedance > 3000 ohms. The physician does not want a reintervention in order to avoid a potential infection (lead manufactured in 1999). He made a comment : with a wireless interrogation from competitor, this issue would have seen before closing the pocket.